Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a ligament repair, it was observed that the gii qa+ #2 eth cp-2 *ea device broke when the knot was made. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, that during the lateral malleolar ligament repair, when tied the knot, the suture was broken, but the knot was finished.the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided.   Upon visual inspection of the photo, visual observation confirms this complaint as the suture is frayed, it observed slightly in the end of the suture. This complaint can be confirmed. As there no more evidence, we do not have more information about to contribute the failure. The complaint reported was confirmed. The photo/video do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.   A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformance were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).